Event description:
The customer reported that during an implant exchange procedure, the diathermy pencil was left on the patient's chest. The diathermy stopped working so the nursing staff moved the cables to different ports to see if they could get it to work again. As they were doing this the surgeon pressed the footpedal and the hand activated diathermy device activated and burned the patient on the chest near the skin incision. The pencil was placed into a quiver, and the small burn near the incision site was removed and sutured over. The patient is reportedly doing fine.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.